Event description:
It was reported that the implantable cardiac monitor (icm) exhibited noise during a recorded asystole episode. The ilr was removed and replaced with a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7479b pain stim ipg 2006 (B)(6); 3093 x2 interstim urinary mgu lead 2006 (B)(6). (B)(4).